Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received from an end user, a nurse had inserted the catheter into the bladder of the patient. The balloon had been inflated with 8 ml saline solution. Few minutes after, the balloon had burst. The balloon appeared to be complete, after the catheter was removed and inspected, so no particles of the balloon remained in the bladder or in the urethra. The patient was not harmed, so a new catheter had been inserted.